Event description:
Boston scientific received information that this patient went to the emergency room complaining of dizzyness, when they collapsed and fell to the floor. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.